Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being on byte treatment about 4 years and per safety notice went to the orthodontist for an evaluation to determine if contradicted for this treatment. The chief concerns from the evaluation were of an overbite/deep bite 50%, overjet, crowding and missing permanent teeth #20. It was recommended that the patient would benefit from orthodontic treatment to develop arches and correct upper and lower alignment. However, due to missing tooth, the correction to the midline and posterior bite relationship would be limited.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.